Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not booting up after it turned off. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not booting up after it powered down. Per good faith effort (gfe) response, the authorized service provider (asp) engineer replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The asp engineer also confirmed that the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.